Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue with stripe dilator and was not returned. Visual analysis of the returned capio device revealed no anomalies. Functional testing of the returned capio device showed that the carrier extended and retracted freely.

Event description:
It was reported to boston scientific corporation that during an anterior cystocele repair procedure using an uphold vaginal support system, the physician experienced difficulty suturing. He made multiple attempts to pass the leg assembly through tissue, and the needle subsequently detached. Reportedly, the detached needle was captured inside the capio cage and did not fall loose inside the patient. The physician completed the procedure with an ams elevate device with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during an anterior cystocele repair procedure using an uphold vaginal support system, the physician experienced difficulty suturing. He made multiple attempts to pass the leg assembly through tissue, and the needle subsequently detached. Reportedly, the detached needle was captured inside the capio cage and did not fall loose inside the patient. The physician completed the procedure with an ams elevate device with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.